Event description:
Spontaneous call. IV remodulin patient. Per representative from hospital, patient currently admitted due to pump malfunction. Pump serial number unavailable. (B)(6) unsure of issue with pump at time of call no other information available at this time. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? Yes. If yes, was any medical intervention provided? Patient admitted to hospital. Is the actual product available for investigation? Unknown. Did we replace product? No. Did the patient have a backup product they were able to switch to? Unk. Was the patient able to successfully continue their therapy? Unknown. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. No add'l info, details, or dates available. Pump return tracking info is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of the pump when alarm occurred is unk. Reported to (B)(6) by health professional.